Event description:
The haptic was found bent after the lens was inserted into the patient's eye. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2008-01144 for the intraocular lens used with this delivery device.